Manufacturer narrative:
Other: neurologic pain, increase in pain which attributed to sacroiliac joint. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers patient demographics: no. Of patients- 7, gender- female ( male- 2, female - 5), age (mean age)- 57 years pre-op diagnosis: stenosis and degenerative disc disease (n=1), spondylolisthesis at l4-l5 (n=1), spondylolisthesis at l5-s1 (n=1), multiple thoracic and lumbar spine fractures(n=1), compound fracture at l1 (n=1), scoliosis and spondylolisthesis (n=1), pseudarthrosis (n=1), procedure involved: lumbar posterior spine fusion (n=1), single-level lumbar spine fusion (n=2), corpectomy and posterior spine fusion (n=1), lumbar spine fusion (n=1), transforaminal lumbar interbody fusion from l3-s1 and a posterior spine fusion from t10-pelvis (n=1), posterior spine fixation (n=1) it was reported in the clinical study titled " cd horizon solera fenestrated mas screw- spinal system" that 1 out of 6 patient developed new neurologic pain. 1 patient developed increased pain attributed to the sacroiliac joint, which is unlikely to be attributed to the implanted hardware, for 1 patient there is no improvement in pain. There were no hardware-related adverse events or complications noted for this patient. Conclusion: the solera fns system performed as intended, remained in place, and provided adequate spinal stabilization, with no complications in some cases.